Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to have an high bacterial count (water sample of (B)(6) 2021). There was no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 4 meters from the surgery field. The root cause could not be established. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.